Event description:
On (B)(6) 2012 the pt was implanted with five gore excluder aaa endoprostheses to treat a type ii endoleak. All devices were deployed as planned. However, the left common femoral artery was damaged upon removal of the 18fr gore dry seal sheath. It was reported the pt had tortuousity in his femoral, external and common iliac arteries (vessel diameters are unavailable). The physician performed an interposition bypass graft reconstruction of the artery, and blood flow was restored. The pt tolerated the procedure without any further complication. The device was discarded at the facility.

Manufacturer narrative:
The device was discarded at the facility, and the device lot number is unavailable. Therefore, a mfg evaluation could not be performed.